Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a PICC. The customer states that the rn noted with administration of IV medication that the infants face was wet, as well as linen in bed was soaked. A leak was noted at the base of the connector. Replaced with another device. No ill-effects to patient. The sample is being returned for evaluation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.